Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that variable thresholds and intermittent loss of capture were reported on this right ventricular (rv) lead. No asystole was noted. A lead revision resolved the issue and the lead remains in service. No additional adverse patient effects were reported.